Event description:
It was reported to boston scientific corporation (bsc) that an amplatz superstiff guidewire was used during a stent placement procedure performed in (B)(6) 2014. A second procedure was performed on (B)(6) 2015 for stent exchange using a sensor wire guidewire, amplatz superstiff guidewire and an unknown stent. A flexible grasper was used to pull the stent out just enough to where they could place a sensor wire through it, but still have the proximal portion of the stent in the ureter. After the sensor wire was advanced up to the kidney, the old stent was removed. According to the complainant, during the stent exchange procedure, it was noted that a flexible tip approximately 2 to 3 inches of the amplatz guidewire was found inside the patient's pelvis of the kidney. The part of the wire broke off where the flexible tip meets the core. It was reported that the flexible tip was noted under fluoroscopy after the ureteral stent in place was pulled out of the patient's ureter. Reportedly, the flexible tip was from the amplatz guidewire procedure performed in (B)(6) 2014. After this, they used an amplatz superstiff guidewire to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) . The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.